Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 19 issue was verified. No failure related to the reported alarm 5 was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load sequence. Additionally, it was reported that a cartridge alarm 5 (pressure out of range) occurred. Blood glucose level was 312 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.